Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 26.2. Smartphone hardware: iphone 17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. Pod was worn less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device was received fully deployed. The device was received in pod state 15 and delivered 55 pulses, indicating the pod successfully completed first and second prime before deactivating. Near the end of priming, the rotational sensor remained in the open state for more pulses than expected in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the hook talons slipping over the ratchet gear. It could not be conclusively determined what caused the hook talons to fail to detent the gear. It could not be determined if the failure to detent the gear impacted deployment as the pod was received fully deployed.